Manufacturer narrative:
The swan ganz catheter was received by our product evaluation laboratory for a full examination. Report of "balloon broken" was confirmed. As received, balloon was found to be ruptured at central area. The ruptured edges did not appear matching at the rupture. Through lumens were patent without any leakage or occlusion. No other visible damage was found from the catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect that would have contributed to the reported event was identified. Manufacturing mitigations include visual and dimensional inspections of the balloon while it is inflated, and a sampling of deflation time rate. Also, guidance and instructions on device prep, and proper insertion techniques in the instructions for use (IFU), including balloon integrity inspection, balloon inflation capacity, syringe size, and warnings and instructions on how to avoid balloon rupture is provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, upon inspection after removal from inside the patient because the balloon of this swan ganz catheter did not inflate anymore, it was found to be broken and not inflating. The device had been working correctly until that moment. Chest x-ray was performed and afterwards the swan ganz catheter was removed. There was no allegation of patient injury. The device was received for evaluation and the balloon was found to be ruptured at central area. The ruptured edges did not appear matching at the rupture. Patient demographics not obtained.